Manufacturer narrative:
Other, other text: b5: additional information was received by the manufacturer on 20-sept-2022 via email and was attached in the complaint object: no patient involvement was recorded regarding the associated complaint. Any error and or failure occurred during testing only. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had inaccurate volume delivery. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was related to a previous repair. Visual inspection found the device in good condition; tamer seal was missing. There was no evidence of the error recorded in the event history log. The customer reported problem was verified.?running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. It was recommended to have the expulsor replaced as corrective action to meet manufacturing specifications for accuracy. The root cause of the reported problem is unknown. A review of the manufacturing device history record for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms(B)(4).